Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was having a difficult time seeing through the dissection tip on the vh-3000. There was no fluid leaking inside or cracks on the tip. The hospital reported that the composition of the plastic used on the tip was not allowing the harvester to see clearly through it. It appeared the plastic on the tip was damaged. After removing the tip from inside the tunnel, they tried to it clean out but still could not see clearly through the tip. A new kit was opened to complete the procedure. There were no pt effects. The product is returned.